Event description:
At the beginning of the procedure, while passing the catheter near the his bundle, a bundle branch block with asystole was triggered. Stimulation was performed with the non-abbott (eptracer by schwarzer cardiotek) until a temporary pacemaker was inserted. The patient remains stable with plans to place a permanent pacemaker. There were no performance issues with any abbott device. The cause of the block was due to a maneuver performed by the physician.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.